Manufacturer narrative:
The complainant was unable to provide the suspect device upn or lot number; therefore, the lot expiration and device manufacture dates are unknown.(B)(4):the complainant indicated that the device is still implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a two-port through the peg jejunal feeding tube (j-tube) (exact upn is unknown) was being used for the purpose of administering medication for advanced stage parkinson's disease. The device was placed on (B)(6), 2011. Treated with duodopa dosage: morning dose = 6 ml; continuous dose = 3.3 ml/h; bolus 1 ml from 6 am to 10 pm. According to the complainant, the jejunal tube became clogged on (B)(6), 2012. The patient was hospitalized for motor alterations. The event was resolved on (B)(6), 2012 and the duodopa was still administered; symptomatic therapy by modopar 125 lp 2 df daily. This device remains implanted. The patient was discharged on (B)(6), 2012 and his condition was reported to be fully recovered. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.